Manufacturer narrative:
Visual inspection revealed a v shaped crack, extending from the base of the abutment upward. The upper portion of the abutment and the crown were not returned. There was also evidence of modification to the wall thickness, indicating the abutment was prepped. The wall thickness of the abutment was reduced significantly, which is the likely cause of the premature abutment fracture. Due to the inherent nature of the material, failures of this type are not unexpected. The root cause can be attributed to user technique and / or operational context. A torque setting over the recommended 30 ncm can also result in fractures around the base of the zirconium abutment. To date two f/u attempts for additional info were made via e-mail. A response is still pending. A supplemental report will be submitted upon receipt of any additional info. Product is supplied by keystone dental as a nonsterile part, consequently, there is no exp date. (B)(4).

Event description:
The end-user reported the zirconium abutment fractured while in function. The abutment site, placement, and failure dates, are not presently known. The end-user report did not indicate any pt adverse effect as a result of this failure.